Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed ventricular under sensing on the implantable cardiac monitor (icm). Programming changes were performed to resolve the issue. The icm began post sensed t-wave oversensing afterwards. No further changes or intervention were performed to resolve it. Patient condition was stable before, during, and afterwards.